Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified as the problem was not reproduced. However, it is probable that the temporary image noise may have been caused by water entering the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the cable and the connector were broken. It was also noted that there was leakage due to physical load. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus field service engineer (fse) reported that the hd camera head had noise on the image where the subject could not be recognized. The intended procedure was diagnostic in nature and was completed with a similar device. There were no reports of patient harm associated with the event.